Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was between 250mg/dl and 350mg/dl at the time of the incident and bloused for high blood glucose level. The customer was assisted with troubleshooting and still continued to have blank display. Customer declined to troubleshoot for high blood glucose level due to blank display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the operating currents measurement, self test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Pump was monitored for several days and no blank display anomaly noted. No damage found on lcd isolation tape noted. Pump had cracked battery tube threads, reservoir tube lip, minor scratched display window, stained keypad overlay, address serial number label and end cap sticker.